Manufacturer narrative:
The customer informed the company rep that they used medline solid gel electrodes patches during the event because they did not have wet-gel patches available. Per our IFU we recommend the use of high quality wet-gel electrodes, because they have a major impact on the ability to obtain ECG signal. The company rep reinforced the recommendation of the use of wet-gel patches, the customer was satisfied with the response and no service was required for the iabp. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the customer could not get a good ECG signal for the first 15 minutes after inserting the iab. The iabp automatically went to pressure trigger, did not alarm, and continued to pump in pressure trigger. After about 15 minutes the ECG came back and was working without a problem. The pt was not switched to another iabp and therapy was continued. Pt death occurred a day later and was unrelated to the event described above.